Event description:
It was reported that the patient presented during an implant procedure. It was noted that the guidewire was unable to be removed from the left ventricular lead during the procedure. The lead was not used. The patient was stable in condition.

Event description:
It was reported that the patient presented during an implant procedure. It was noted that the guidewire was unable to be removed from the left ventricular lead during the procedure. The lead was not used. The patient was stable in condition.

Manufacturer narrative:
The reported event of "guidewire stuck in the lead and cannot be removed" was not confirmed. Analysis found that a complete lead was returned in one piece with the stylet stuck inside the lead. No guidewire was returned with the lead. Visual inspection of the lead found that the stylet's ptfe coating was bunched up and clogged the distal end to connector pin of the lead. All other damages were sustained during the procedure. No associated malfunction was reported on the lead.